Manufacturer narrative:
The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information was provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old black female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m54910, expiration date: sep2018) from (B)(6) 2015 for lower back pain. Medical history included diabetes mellitus from an unknown date (diagnosed over 10 years ago) and unknown if ongoing. There were no concomitant medications. On (B)(6) 2015, the patient reported she attached the adhesive of the heatwrap to her body for approximately 6 and 1/2 hours and experienced a burn that blistered directly in the center of her back that itches, was irritating and causing a lot of discomfort. She stated she felt good until she took the heatwrap off. The patient thought something had bit her because she had a knot or bump to the area. As the day went on, the area started to puff up like a blister filling up with pus. The next day, on (B)(6) 2015, she reported the area was "humungous" and it hurt when she touched it. The patient consulted a doctor on (B)(6) 2015 who told her it looked like a blister from a burn. The doctor burst the blister so it would not be so discomforting. The doctor advised her to watch the area and call if it started to cause any more pain or became infected. The patient stated this was the first time using thermacare heatwraps. She mentioned she did not check the skin under the heatwrap while using the product. The patient reported using the heatwrap for lower back pain because she is on her feet all the time. The patient assessed her skin tone as dark or olive. She denied having sensitive skin or any abnormal skin conditions. The patient did not exercise while using the heatwrap. She did not take any medications including over-the-counter, herbal, nutritional or any other applied skin products during the time the events were experienced. The patient read the usage instructions prior to usage of the heatwrap. She mentioned she had not previously used other heat products for pain relief. Action taken with the suspect product was permanently withdrawn on (B)(6) 2015. Clinical outcome of the events was not resolved. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information was provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (22feb2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Company clinical evaluation comment based on the information provided, the events burns second degree and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pruritus and blister rupture as assessed as associated with the device this case meets (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pruritus and blister rupture as assessed as associated with the device this case meets (B)(6) and 30-day FDA reportability. Continued: evaluation summary: the plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information was provided with the wrap to avoid the risks of burns or other skin irritations.

Event description:
A burn that blistered directly in the center of her back [burns second degree]. She did not check the skin under the heatwrap while using the product [intentional device misuse]. Itches [pruritus]. Burst the blister [blister rupture]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6) black female patient started to receive thermacare heatwrap (thermacare lower back & hip) (device lot number: m54910, expiration date: sep2018) from (B)(6) 2015 for lower back pain. Medical history included diabetes mellitus from an unknown date (diagnosed over 10 years ago) and unknown if ongoing. There were no concomitant medications. On (B)(6) 2015, the patient reported she attached the adhesive of the heatwrap to her body for approximately 6 and 1/2 hours and experienced a burn that blistered directly in the center of her back that itches, was irritating and causing a lot of discomfort. She stated she felt good until she took the heatwrap off. The patient thought something had bit her because she had a knot or bump to the area. As the day went on, the area started to puff up like a blister filling up with pus. The next day, on (B)(6) 2015, she reported the area was "humungous" and it hurt when she touched it. The patient consulted a doctor on (B)(6) 2015 who told her it looked like a blister from a burn. The doctor burst the blister so it would not be so discomforting. The doctor advised her to watch the area and call if it started to cause any more pain or became infected. The patient stated this was the first time using thermacare heatwraps. She mentioned she did not check the skin under the heatwrap while using the product. The patient reported using the heatwrap for lower back pain because she is on her feet all the time. The patient assessed her skin tone as dark or olive. She denied having sensitive skin or any abnormal skin conditions. The patient did not exercise while using the heatwrap. She did not take any medications including over-the-counter, herbal, nutritional or any other applied skin products during the time the events were experienced. The patient read the usage instructions prior to usage of the heatwrap. She mentioned she had not previously used other heat products for pain relief. Action taken with the suspect product was permanently withdrawn on (B)(6) 2015. Clinical outcome of the events was not resolved. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events burns second degree and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pruritus and blister rupture as assessed as associated with the device this case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other events pruritus and blister rupture as assessed as associated with the device this case meets initial 10-day EU and 30-day FDA reportability.

Event description:
A burn that blistered directly in the center of her back [burns second degree]. She did not check the skin under the heatwrap while using the product [intentional device misuse]. Itches [pruritus]. Case description: this is a spontaneous report from a contactable consumer or other non hcp. A (B)(6)-year-old black female patient started to use thermacare heatwrap (thermacare lower back & hip) (device lot number: m54910, expiration date: sep2018) from (B)(6) 2015 for lower back pain. Medical history included diabetes mellitus from an unknown date (diagnosed over 10 years ago) and unknown if ongoing. There were no concomitant medications. On (B)(6) 2015, the patient reported she attached the adhesive of the heatwrap to her body for approximately 6 and 1/2 hours and experienced a burn that blistered directly in the center of her back that itches, was irritating and causing a lot of discomfort. She stated she felt good until she took the heatwrap off. The patient thought something had bit her because she had a knot or bump to the area. As the day went on, the area started to puff up like a blister filling up with pus. The next day, on (B)(6) 2015, she reported the area was "humungous" and it hurt when she touched it. The patient consulted a doctor on (B)(6) 2015 who told her it looked like a blister from a burn. The doctor burst the blister so it would not be so discomforting. The doctor advised her to watch the area and call if it started to cause any more pain or became infected. The patient stated this was the first time using thermacare heatwraps. She mentioned she did not check the skin under the heatwrap while using the product. The patient reported using the heatwrap for lower back pain because she is on her feet all the time. The patient assessed her skin tone as dark or olive. She denied having sensitive skin or any abnormal skin conditions. The patient did not exercise while using the heatwrap. She did not take any medications including over-the-counter, herbal, nutritional or any other applied skin products during the time the events were experienced. The patient read the usage instructions prior to usage of the heatwrap. She mentioned she had not previously used other heat products for pain relief. Action taken with the suspect product was permanently withdrawn on (B)(6) 2015. Therapeutic measures taken included blister rupture by the physician on (B)(6) 2015 so the blister would not be so discomforting. Clinical outcome of the events was not resolved. New information received from product quality complaint (pqc) group includes investigation results. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data, or inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken to use the device as it was designed, following all safety and use information was provided with the wrap to avoid the risks of burns or other skin irritations. Additional information has been requested and will be provided as it becomes available. Follow-up (22feb2016): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up (25apr2016): this follow-up report is being submitted to amend previously reported information: event of blister rupture removed and updated as therapeutic measure taken, as this was considered treatment of the event burn blister. Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment based on the information provided, the events burns second degree and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pruritus assessed as associated with the device. This case meets final (B)(6) and 30-day FDA reportability. Case comment: based on the information provided, the events burns second degree and device misuse as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. The other event pruritus assessed as associated with the device. This case meets final (B)(6) and 30-day FDA reportability.